Manufacturer narrative:
(B)(4).

Event description:
A critical alarm was not heard but was confirmed by telemetry. The pump was in safe state. The pt experienced underdose symptoms: increased spasms and twitching. A pump replacement surgery was to occur "as soon as possible." The pt's symptoms were to be managed with oral medication until the pump was replaced. The pump contained baclofen and clonidine. Additional info has been requested, but was not available as of the date of this report.